Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report a motor error alarm. The customer's blood glucose reading was 439 mg/dl. The customer performed troubleshooting and was able to clear the alarm. The customer also had a no delivery alarm and a bent cannula. The insulin pump was replaced, however it will not be returned for analysis.